Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a company representative (rep) stated that the patient will visit their physician on (B)(6) 2025 to troubleshoot the pump. The cause of the patient's symptom was unknown. However, the patient was doing well.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and multiple sclerosis indications for use. It was reported that the patient came in for a refill today and she expected 2.5 ml but could not get anything out. When she refilled, she was only able to get ~15 ml into the pump. She tried multiple times but could not fill it completely. The patient's spasticity has been worse in the last ~2 weeks with increased spasticity and more difficulty walking. The healthcare provider (hcp) was questioning whether the pump was truly empty or if she just was not able to completely empty it for some reason despite multiple attempts. The hcp then stated that her medtronic representative (rep) was calling her back so she dropped off to talk to her and said she would call back if she still had further questions.